Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign objects in the air/water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, the most probable root cause of no image could not be identified and the most probable root cause of the white foreign objects in the air/water cylinder and tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image displayed during inspection for use of an olympus gastrointestinal videoscope. There was no patient injury reported.